Event description:
It was reported that pump experienced malfunction alarm identified as malf 12, which recurred even after reset. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from support, used multiple daily injections as backup insulin therapy, and was instructed to upload pump logs, place pump in storage mode, and return it within 10 days, while technical support arranged shipment of replacement pump and advised customer to reprogram pump settings in replacement device.